Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was initially inserted on the (B)(6) 2018 and was found to be leaking on the (B)(6) 2019. The PICC was removed and had a split in it.